Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The field service engineer reseated the network cable, synced the station to the server to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.